Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and attached to one of the pull wires. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws failed to open and close normally due to the bent needle tail. The condition of the returned incident device was not consistent with the complaint; jaws won't open. However, analysis of the device found the needle tail bent and that the device also failed to close. The most probable root cause is manufacturing due to the improper curve forming. There is a corrective action in progress to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during a procedure. According to the complainant, during the procedure, the device would not open when placed down the scope in the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; needle tail bent and jaws won't close.